Event description:
A report was received per social media that the patient's scs had shifted to the spine. It was also noted that it protruded from the patient's back and was pressing on the nerves which caused more pain. It was also reported that the patient's toes turned black from nerve damage and the toe nails fell off.